Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of pseudomor as aeruginosa and stenotrophomonas maltophilia on (B)(6) 2025. The scope tested positive for 1-10 colony forming units (cfus) of pseudomor as aeruginosa and 10-100 cfu of stenotrophomonas maltophilia and brucella (ochrobactrum) sp. On (B)(6) 2025. The scope tested positive for 10-100 colony forming units (cfus) of stenotrophomonas maltophilia on (B)(6) 2025. The scope also tested positive for 10-100 colony forming units (cfus) of brucella (ochrobactrum) sp. On (B)(6) 2025. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d8, h2, h3, h6, h11. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2025. Sampling from:endoscope water. Bacterial identification:pseudomonas aeruginosa_1-10cfu/100ml, stenotrophomonas maltophilia_1-10cfu/100ml. Sampling date: (B)(6) 2025. Sampling from:scope. Bacterial identification:pseudomonas aeruginosa_1-10cfu, stenotrophomonas maltophilia_10-100cfu, brucella_10-100cfu. Sampling date: (B)(6) 2025. Sampling from:endoscope water. Bacterial identification:stenotrophomonas maltophilia_10-100cfu. Sampling date: (B)(6) 2025. Sampling from: endoscope water. Bacterial identification:brucella_10-100cfu. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the provided data, no correlation has been observed between the device status and cause of contamination. The dir didn't contain critical numbers of deviations. The olympus hygiene microbiological investigation (hmi) after reprocessing didn't confirm customer findings. Without the cleaning, disinfection and sterilization (cds) information from the customer, the investigation could not correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. However, the facility is currently using an ewd (soluscope) that had issue with disinfection efficacy of flexible endoscopes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.